Event description:
It was reported that there was no stimulation sensation as of the day prior. The patents hip was painful the day of the report. Therapy had been working well but stimulation sensation stopped the day prior. The stimulation on light was showing green and the 9volt battery was showing green. The patient tried changing the battery in the patient programmer. The patient noted she was taking lyrica and symbalta at the time of the report. There was a loss of therapeutic effect. There were symptoms which included increased baseline pain. The patient had neuropathy and needed the implantable neurostimulator (ins) to be able to walk. The patient was not able to adjust stimulation, the status lights were assessed and both were green. The manufacturer representative noted the battery was probably done. The patient wanted to get in touch with a manufacturer representative because the implantable neurostimulator (ins) was not working. The patients hip was ¿killing the patient and they could hardly walk¿ since the ins stopped working. The patient was under the impression that the ins lasted forever. The health care provider (hcp) told the patient that it could stay in her until she tied and ¿if they didn¿t take it out it would blow up¿. The manufacturer representative spoke with the patient and they were pretty sure the battery had reached end of life. The manufacturer representative was in the progress of finding an hcp that would ¿replace ¿ the battery. The cause of the event was relative to the battery reaching end of life. The patient had the device for 9 years. Information regarding the replacement and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 748951, serial# (B)(4), implanted: 2006-(B)(6), product type extension. Product ID 748951, serial# (B)(4), implanted: 2006-(B)(6), product type extension. Product ID 3998, lot# v006610, implanted: 2006-(B)(6), product type lead. (B)(4).